Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she was receiving no delivery alarms on her insulin pump during bolus. Her blood glucose went into the 500 to 600 mg/dl range. Customer stated she treated with shots and switched out everything. Her high blood glucose symptoms included polydipsia and polyuria. Troubleshooting was performed. After customer disconnected and reconnected the reservoir and infusion set at the tubing connector, insulin exited the tubing when pushed through with a plunger. During manual prime, insulin exited and the issue was resolved. However, customer attempted to deliver a bolus and received another no delivery alarm. Blood glucose was 325 mg/dl. Again, insulin exited the tubing when pushed through with a plunger after customer disconnected and reconnected the reservoir and infusion set at the tubing connector. Customer connected to bolus and received another no delivery alarm. Cannula was not bent when set was removed. The reservoir will not be returned for analysis.